Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found related to this lot. There was no returned product for this event so an investigation could not be completed. Therefore, the most likely root cause is undeterminable.

Event description:
While obtaining access in the left subclavian vein for an ICD implant, part of the inner dilator broke off and unable to be retrieved. The wire was inserted with no issue, then the dilator was inserted. While removing the inner dilator and wire, it was noticed by the physician that half of the dilator was missing. The wire was not effected, it was inspected and noted that the wire was intact. There was no patient harm during the procedure and the patient is stable in recovery. The patient is reported as stable and doing well, was seen in the clinic last week and reported no issues or concerns. Additional information received: the patient was brought to the cathlab for a bi-v ICD upgrade procedure. A 4f micropuncture set was used to access the left subclavian vein. An incision was made over the previous scar and extended to the level of the old pocket and undermined to the site of the entry to the subclavian. The micropuncture wire was then pulled through and the sheath and dilator were placed. The micropuncture wire and dilator were then removed together and a 0.32" wire was placed in the subclavian vein. At this point it was identified that the dilator had been sheared off and was in the venous circulation. There was no hemodynamic issue noted on the monitor. Interventional radiology was called to consult and advised no intervention was possible because the broken part was radiolucent, there was no way to determine its location and blindly searching could cause more harm to the patient. The remainder of the procedure was completed without complication. Patient was placed on a 1 week course of prophylactic antibiotics and has been followed in the office without incident since the procedure.